Manufacturer narrative:
The insulin pump was received with motor error alarm during the basic occlusion test and alarmed compromised force sensor system during the prime/a33 test due to moisture damage inside the force sensor resistor. No moisture damage inside the reservoir compartment, electronic assembly or motor. Device had normal operating currents and no unexpected off no power, low battery, weak battery, bad battery or failed battery test alarm noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she went into the shower with the insulin pump. The customer then received a motor error alarm, a failed battery test alarm and a weak battery alarm. Blood glucose value was 166 mg/dl. During troubleshooting, the customer was able to complete the selftest. The customer stated she could see fluid inside the insulin pump, near the motor. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.